Manufacturer narrative:
For the reported event, lot number was provided. The sample was not returned for evaluation and medical records were not provided. Perforation of the ivc and retrieval difficulties were unconfirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove, and patient device interaction problem. This report was received from a single source. This event did involve patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records and images were provided and reviewed. The investigation is confirmed for perforation of the inferior vena cava and retrieval difficulties. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced difficult to remove and perforation. This report was received from a single source. The malfunction involved a patient with no known impact to the patient. The 48 year old female patient weight was not provided.